Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed an infection, which caused septicemia (blood poisoning). Vegetation was observed on the device, and on both leads. Subsequently, the device and leads were explanted. A new device(s) will be implanted after treatment of infection, and will be performed at a different hospital. No additional adverse patient effects were reported.